Event description:
Customer reports problems with signature elite instruments. Patient results obtained have been inconsistent with expectations.

Manufacturer narrative:
(B)(4). Product was returned to manufacturer for evaluation. Manufacturer is currently investigating the product complaint.